Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the mesh (seal) portion of the device migrated with the herniated material. The images from the reoperation showed the anchor may have shifted it's position or the image was taken at enough of a different angle it is not possible to tell. The mesh portion was explanted as part of the reoperation. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient reherniated and the mesh had migrated posteriorly. The revision surgery was performed (fusion), and the mesh portion was removed.